Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported break could not be confirmed as the device was returned separated into pieces. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during unpacking of the 2.50x15mm trek balloon dilatation catheter (bdc), the proximal balloon broke, but remained in one piece. Reportedly, there was no resistance during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another trek bdc was used to successfully complete the procedure. There was no additional information provided.